Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported left side ¿rupture with serious liquid", "leaking", "a lot of pain", "inflammation", "different shape and consistency", "small liquid collection in the left breast, peri implant, compatible with seroma", "small anechoic fluid collection adjacent to the implant in the left breast", and "partial collapse of envelope". The device remains implanted.